Event description:
Primary stability not achieved, implant wasn't completely covered with bone, no thread tap used, immediate implantation. An implant with pf 4.0 has been placed successfully. (B)(6) are the same patient.